Event description:
Three days after a drug eluting stenting treatment procedure, a subacute thrombosis occurred. In 2004 the pt presented to the cath lab and had a taxus express2 - 3.00x12 mm stent implanted in the mid right coronary artery (rca). The lesion was predilated with a maverick2 3.0 mm x 15 mm balloon at 7.6 atms for 31 seconds. After predilation the physician successfully deployed a taxus express2 - 3.00x12 mm stent at 10.9 atms for 33 seconds in the mid rca. It is noted heparin IV and integrilin IV were started before the procedure. The pt was discharged with a regimen of plavix 75mg per day and asa 81mg per day. Three days later, the pt returned to the hosp complaining of chest pains. IV integrilin, IV heparin and IV nitroglycerin drip was started. The pt was brought to the cath lab and was determined to have a subacute thrombosis in the taxus stent. The physician performed a ptca on the thrombosed stent with a 3.0x15mm maverick balloon. The maverick balloon was inflated multiple times in the thrombosed stent and in the distal rca. The procedure was successfully completed. No add'l intervention was needed. The pt was discharged again with a regimen of plavix 75mg per day and asa 81mg per day. Pt status is reported as "satisfactory/good."